Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged respiratory ailments and a risk of lung cancer. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged respiratory ailments and a risk of lung cancer. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inpsection of the device was completed by the manufacturer and found evidence of undetermined contaminants on the underside of the sd card flip cover and around the air inlet, fine dust in the airpath below the air inlet. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of distinct odor of mildew and dust contamination in the full length of the airpath including the interior of the blower box assembly, blower, and blower impeller, a dark contamination appearing consistent with keratin around the blower seal. Dust contamination in the interior of the bottom enclosure. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found one instance of e-4 and one instance of e-53 on the error log. The manufacturer concludes the contaminates found were consistent with fine dust in the airpath below the air inlet, distinct odor of mildew and dust contamination in the full length of the airpath including the interior of the blower box assembly, blower, and blower impeller, a dark contamination appearing consistent with keratin around the blower seal. Dust contamination in the interior of the bottom enclosure and an undetermined contaminants on the underside of the sd card flip cover and around the air inlet inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.